Event description:
It was reported the unit is being returned for service due to aspiration problem. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: the customer complaint has been verified and corrected. The vso (solenoid) was replaced to correct the complaint. Complaint info is trended on a regular basis to determine if further investigation is warranted. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.